Manufacturer narrative:
Investigation findings: the bur was received for investigation with all parts and the reported problem was verified. The bur head was found detached at the weld with a clean break. A review of product history for the past 2 years shows one other reported event for this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this bur in surgery, it broke into 2 pieces. There was no report of injury or surgical delay associated with this event.